Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, it was discovered that the right ventricular lead exhibited sensing noise. It was noted that there maybe a possible fracture. The lead was capped and replaced on 10 sep 2020. The patient was in stable condition.